Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) that dropped to 20 mg/dl. The patient was having seizures, as a result. For treatment, the patient was given food and was monitored. The patient was given zofran for nausea and vomiting. The pod was worn longer than 48 hours on the back. The patient was discharged after 5 hours. The pod was discarded.